Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating that the balloon was deflated. The balloon automatically retracted during the procedure. The electrical umbilical cable was replaced and the console was restarted, but the error persisted. The balloon catheter was then replaced, which resolved the issue. It was further noted that when the mapping catheter was removed, it was found to be partially kinked. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 2af283 product type: balloon catheter product event summary: the 990063-020 mapping catheter of lot number 229919418 was returned and analyzed. Visual inspection of the shaft segment area showed the shaft was kinked approximately 1 inch from the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion the mapping catheter failed the return product inspection due to a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.